Event description:
New information received notes the patient was asymptomatic, the origin of the backup mode was thought to be due to battery depletion after several inappropriate shocks which were delivered possibly due to a lead displacement. A device restoration was not performed. The patient was awaiting explant. The patient was stable.

Manufacturer narrative:
Further information was requested but was not available.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to be in backup vvi reset mode with no backup defibrillation operation (bdfo).